Event description:
During follow-up, sensing noise was observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.